Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attempt was made to treat a calcified lesion in the patients mid right common carotid artery using a spider fx embolic protection device. There was 85% stenosis, moderate tortuosity, and moderate calcification. Artery diameter reported as 4.7mm. Lesion length reported as 20mm. A 6f 90mm non-medtronic sheath and a 0.14 3m non-medtronic guidewire were used. The vessel was both pre-dilated and post-dilated. Resistance was felt during advancement. It was reported that at the very beginning of the procedure the golden tip detached from the spider basket and remained inside the patient. Radiological intervention was required to assist in removal of the detached tip. A non-medtronic device was used and the procedure was completed normally. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis device returned the filter wire only. Catheter was not present no deformation to filter basket floppy tip detached medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.